Event description:
Informed by bio-med manager in 2002 that an easi arm (articulating mounting arm) had broken and fallen onto a nurse. He also stated that they were not ready to release the arm yet and that they were going to talk to risk management before they would release the arm or let company talk to the nurse involved. Went to hospital and pick up arm and talked to the nurse involved in the incident. Nurse stated that they went to lower the arm and when nurse pulled on the bracket the arm fell on them, and then onto the floor. The arm had a docking station on it at the time. Company asked nurse to write down what happened and company took nurse's statement and the easi arm from the hospital to send in.